Event description:
It was reported that there was a communication problem. The patient recharged about a week prior to the report. The patient¿s implantable neurostimulator (ins) had never been in the best position and the patient had a hard time finding the spot. The patient used antenna locate and got a power on reset (por) on their recharger which led to the normal recharging screen. The patient got 6 coupling bars and started recharging successfully. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).